Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: 10 aug 2016, answer received 09 aug 16 via e-mail in (B)(6) language. Translation is: customer number is (B)(6).

Manufacturer narrative:
Exact date of device breakage and non-union is unknown. (B)(4). The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The device is not distributed in the united states, but is similar to a product marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 18, 2013 - expiry date: december 1, 2023. This lot of (B)(4) was released for sale with no deviations or non-conformances generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2016 due to nail breakage and non-union. The patient was originally treated with the implantation of a proximal femoral nail antirotation (pfna) construct in (B)(6) 2016. Approximately three and a half months later, non-union with breakage of the pfna nail was confirmed. No additional information pertaining to the patient or procedural outcome was available. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: pfna blade (part: 04.027.034s, lot: 9736665, quantity: 1), pfna end cap (part: 473.155s, lot: 9671971; quantity: 1), pfna bolt / screw (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. Despite the device being returned in a broken condition, the laser etching was readable. A device history record review was performed for the affected lot with no abnormalities or deviations detected. All dimensions relevant for the function of the product were measured and found to fulfill specifications. The raw material certificates were checked and also found to fulfill specifications. Based on this information, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Product investigation summary: upon visual inspection of the complainant device, it can be confirmed that the returned nail is in a broken condition. Evaluations confirmed that all dimensions relevant for the function of the product were measured and found to fulfill specifications. An exact root cause could not be determined as no particular information pertaining to the events leading up to the breakage was provided. Three concomitant devices were also received for evaluation: the blade, the end cap, and the bolt). As the nail was found to fulfill specifications, and no product problems were alleged against the other devices, further investigation is not required. Patient identifier is unknown. The ID number ((B)(6)) reported in the first supplemental report was actually the facility account number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.